Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the needle break. The following information was provided by the initial reporter: "*the needle of the actual sample seems to have been broken during storage or transportation of the actual sample".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/1/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received four photographs which displayed a 22ga bd insyte autoguard winged IV catheter that has the protective needle cover removed. The needle is bent near the tip with the catheter adapter intact which shows to be placed on the unit incorrectly, which most likely may have occurred during removing and replacing the cover. There is also an enhanced view of the area of the bend which shows the needle cover with scratches. One 22ga bd iag winged IV catheter unit was also received which displayed similarities to that seen in the provided photos. As received; the needle cover is placed incorrectly over the grip thus exposing the button / grip and the button is not depressed. The catheter adapter is also placed backwards on the adapter. The incorrect placement of the needle cover and catheter adapter most likely resulted from the cover being removed and replaced and manipulation in the user environment. Visual observation of the unit reveals the needle is bent at the notch which is consistent with the bent area observed in the provided photos. There are corresponding gouges and scratches inside the needle cover. The needle hub and grip removed very easily as the needle was broken at the notch. The needle tip and catheter adapter assembly remained inside the needle cover, as the tip was gouged into the side of the cover. This break most likely resulted from the bent needle and stemmed from the cover being removed and replaced as the tip was gouged into the inner wall of the cover. There is evidence of removal and replacement of the needle cover in the provided photos. Based on the report, the broken needle most likely occurred post-manufacturing and shipping. The initial report of the needle through the catheter was not observed however needle bent was. During manufacturing a bent needle may occur due to incorrect alignment of the cover and catheter adapter assembly. This misalignment may result in cannula getting caught in the needle cover inner wall and get bent at the notch. During handling there is a possibility for the damage to occur as the customer removes and replaces the cover in the user environment. Although the needle cover was removed from the device and replaced, as revealed in the photo, this scenario is unlikely because it would require a considerable force if caused by handling. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the needle break. The following information was provided by the initial reporter: "*the needle of the actual sample seems to have been broken during storage or transportation of the actual sample".